Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient developed a recurrent hernia. The patient underwent a re-operation on an unknown date. During the procedure, it was noted that the mesh was torn. The defect was repaired with another like device.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-03520. The same patient is represented in each medwatch.